Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. It was reported that, at the time of the temperature issue, the battery compartment was damaged and the pump was exposed to salt water. Evidence of moisture ingress was also noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A battery cap was not returned with the pump; a test cap was used to complete investigation. The test battery cap secured properly to power the pump. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. Current draws measured within specifications. No temperature issues were duplicated. A leak test was performed and failed due to a leak at the battery compartment crack. The pump case was removed, and no further evidence of moisture ingress was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.